Manufacturer narrative:
(B)(4). Batch # n55z3a. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device, with the override lever was up which denotes that the knife was manually returned to home position. Upon functional testing the device would not activate. The device was disassembled to verify the condition of the internal components and frame separation was noted. It is possible that this condition would not allowed the device to functioned as intended. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lower anterior resection procedure, an error occurred in the process of firing. When the surgeon pulled back the safety lock and fired the trigger, the blade was suddenly stopped in the middle of the cartridge. As an emergency measure, the surgeon backed off the blade and detached it from the tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.